Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument jaws were closed on tissue and the jaws would not open/ they hit the emergency stop and tried to manually open the vessel sealer jaws with the thumbwheel but the jaws did not open. They were eventually able to get the jaws open with another instrument. On 1/15/2015, intuitive surgical, inc. (Isi) obtained following additional information about the complaint: the surgeon completed the seal and the cut function and when he went to release the tissue, the jaws did not open. They tried the side thumbwheel and it did not work. Surgeon had to use maryland bipolar forceps instrument to release the tissue. The tissue was part of the tube attached to the uterus, which was going to be removed as part of the hysterectomy procedure. No medical intervention was required and there was no patient injury.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the vessel sealer instrument was not able to open the jaws could likely cause or contribute to an adverse event, if the malfunctions were to recur.